Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #31 (type ii bone). Primary stability was not achieved. Osseointegration was not achieved. Immediate extraction site was involved int he event. The clinician states failure to attain initial stability. The implant was removed on (B)(6) 2013 due to mobility. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.

Manufacturer narrative:
A complaint investigation has been conducted and no manufacturing defects were revealed. Another implant was successfully placed during the surgical procedure.